Manufacturer narrative:
(B)(4).

Event description:
Foreign body in throat. Gingival pain case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a (B)(6) patient who received double salt dental adhesive cream (new poligrip sg) cream for denture wearer. Concurrent medical conditions included denture wearer and poor vision. On an unknown date, the patient started new poligrip sg. On an unknown date, an unknown time after starting new poligrip sg, the patient experienced foreign body in throat (serious criteria gsk medically significant) and gingival pain. On an unknown date, the outcome of the foreign body in throat and gingival pain were unknown. It was unknown if the reporter considered the foreign body in throat and gingival pain to be related to new poligrip sg. Clinical course: the patient had very little sight in his eyes. He used to use denture adhesive which solidified and didn't melt. However, he lived deep in the mountains where only one type of new poligrip was available at a store. He asked someone to buy new poligrip sg which was large in size, and used it. When he first wore his denture with new poligrip sg, it fitted well and he liked how it felt when using. However, the adhesive melted soon, getting sticky and stringy. It soon melted completely, then the denture came in contact with his gums, which hurt (serious criteria gsk medically significant). It was no use then. In addition, the melted adhesive was stuck deep in the throat (serious criteria gsk medically significant), which was hard to swallow. Therefore, he couldn't lie on his back, and slept on his stomach instead. He had no trouble swallowing food. It was just that he couldn't swallow this product's denture adhesive. He admitted that his denture didn't fit very much and he might have applied new poligrip sg too much. However, it melted and became sticky even when he applied it lightly, which made him sick.